Event description:
It was reported that the patient observed unusual pressure in the bladder and a cystoscopy noted that the reservoir of this inflatable penile prosthesis (ipp) was in the bladder. An MRI also noted that the balloon had migrated into the bladder. There was also a malfunction of the system. A revision surgery was performed and the reservoir was inside the bladder. The reservoir was removed and the bladder closed. The device was checked and no issues were noted. Therefore only the reservoir was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Correction: h6 patient code.

Event description:
It was reported that the patient observed unusual pressure in the bladder and a cystoscopy noted that the reservoir of this inflatable penile prosthesis (ipp) was in the bladder. This was confirmed via magnetic resonance imaging. There was also a malfunction of the system. A revision surgery was performed, the reservoir was removed and the bladder was closed. The device was checked and no issues were noted. Therefore, only the reservoir was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Per gfe, it was provided the event date.

Event description:
It was reported, that the patient observed, unusual pressure in the bladder. And a cystoscopy noted, that the reservoir of this inflatable penile prosthesis (ipp) was in the bladder. This was confirmed, via magnetic resonance imaging. There was also a malfunction of the system. A revision surgery was performed. The reservoir was removed and the bladder was closed. The device was checked and no issues were noted. Therefore, only the reservoir was replaced. There were no additional patient complications reported.